Manufacturer narrative:
Qn#(B)(4). The review of the manufacturing documents for lot 20/17/223 was conducted. No issues that could have contributed to the reported event were identified. (B)(4) catheters were packed with the mulitvac machine. No further complaints to lot 20/17/223 were received. The visual examination of the video confirmed the failure picture of a sharp tip. The investigation by medical service of the manufacturing documents did not reveal any deviation. Based on the available pictures and video and without a sample the cause of the failure could not be determined. For investigation a nonconformance was initiated. However, based on the information available, no clear cause could be determined, so that no measures could be initiated.

Event description:
The customer was inserting the catheter and got cut because the catheter had a sharp on the tip. He mentions that when the event happened he did speak to his doctor about it. His doctor told him that it would heal by itself. It finally did. He stopped bleeding after 2 weeks from the event. As for how he is today he tells me that he still has pain when he urinates but he does not know if it is due to the event or his actual condition.

Manufacturer narrative:
Qn#(B)(4). The visual examination of the video confirmed the failure picture of a sharp tip. The investigation by medical service of the manufacturing documents did not reveal any deviation. Based on the available pictures and video and without a sample the cause of the failure could not be determined. The picture material sent in shows a defect that looks atypical. The legal manufacturer willy ruesch was able to reproduce a comparable failure picture on the packaging machine. Based on this, the complaint issue was most likely caused by the packaging machine and was overlooked during a 100% visual inspection. Based on the information above the complaint can be confirmed. A nonconformance was created by medical service and a defect awareness training will be conducted.

Event description:
The customer was inserting the catheter and got cut because the catheter had a sharp on the tip. He mentions that when the event happened he did speak to his doctor about it. His doctor told him that it would heal by itself. It finally did. He stopped bleeding after 2 weeks from the event. As for how he is today he tells me that he still has pain when he urinates but he does not know if it is due to the event or his actual condition.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The customer was inserting the catheter and got cut because the catheter had a sharp on the tip. He mentions that when the event happened he did speak to his doctor about it. His doctor told him that it would heal by itself. It finally did. He stopped bleeding after 2 weeks from the event. As for how he is today he tells me that he still has pain when he urinates but he does not know if it is due to the event or his actual condition.